Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula, or determine if any product condition could contribute to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in the emergency room (ER) on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) with ketone level of 3.4 mmol/l while wearing the pod between 25 and 36 hours. Symptoms reported include seizure, and the patient reported she was "barely conscious". The patient reported the pod fell off during sleep, resulting in the pod cannula to dislodge from the infusion site (abdomen). The patient was taken to the ER of gosford hospital by ambulance. The patient was treated with 3 bags of intravenous fluids, insulin, a cat scan, and a chest x-ray. The patient was discharged on the same day.